Event description:
It was reported the tlc55 and tl90 were used during a colostomy takedown procedure. It was reported the side to side anastomosis was made using the tlc55 and the anastomosis was closed off using the tl90. There was some oozing along the staple line which the surgeon controlled with suture. The pt was brought back to the or on 7/24 for an exploratory laparotomy for suspicion of an anastomotic leak. The pt coded while going under anesthesia and then was stablized. The surgeon is now continuing the procedure. The rep will call after the procedure is complete to provide add'l details. 7/29/97 the surgeon, was performing a take down of a colostomy. Surgeon used the 55mm endocutter for the anastomosis. Surgeon resected the excess colon and closed off the common end opening using a tl90. In the post operative period, the pt developed an anastomotic leak, exploration revealed a breakdown at the anastomotic site at the confluence between the tl90 and the tlc55. The pt has had aspiration pneumonitis and ards. The pt's condition is critical. The pt has been on high dose steroids. The remainder of the anastomosis reveals the staples to be perfectly formed. The etiology of the failure is unk. The surgeon, will contact the co if there is further info available. There is no other materials for co to eval.